Manufacturer narrative:
Unknown when screws broke additional product code: hwc. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2015 a patient reportedly fell early morning and caught himself on a table with upper left limb, injuring left arm. The patient went to the emergency room later that night. An initial surgery took place on (B)(6) 2015 for a reduction and posterolateral extra-articular plate osteosynthesis of humerus. The patient was reportedly experiencing pain by (B)(6) 2015 so on (B)(6) 2015 x-rays of patient's humerus were taken and showed that four (4) proximal screws were headless. A revision surgery was performed on (B)(6) 2015. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 17june2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the given information on the device report has indicated that the four screws are broken. Our visual inspections have shown that all returned screws are broken off as complained. Unfortunately only the screw heads were returned without the shaft. Art. No.: 404.828: the review of the production history revealed that this lot 9033369 was manufactured in june 2014, art. No: 4412.109 lot 8903657 in march 2014, lot 9346955 in january 2015 and lot 9321501 in january 2014 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, we are not able to determine the exact cause of failure because of the missing shaft. We can only assume that too much mechanical force had been applied during use. The given information on the device report has indicated that the four screws are broken. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, we are not able to determine the exact cause of failure because of the missing shaft. It is likely that too much mechanical force had been applied during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.